Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to a previously reported complaint of oversensing, reported on 10 mar 2015 MFR number 2017865-2015-02578. New information received notes the lead also exhibited an impedance anomaly.